Event description:
It was reported that during initial implant surgery on (B)(6) 2015, the patient¿s device was tested and multiple system diagnostic tests revealed high impedance. The lead pin was confirmed to be fully inserted into the generator header. The generator was disconnected from the lead and tested with a test resistor which showed normal device function on a generator diagnostic test. The nurse stated that an ¿air bubble¿ was observed in the lead. A different lead was implanted and diagnostic results showed lead impedance within normal limits (impedance value ¿ 2851 ohms). The opened but unused lead has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Analysis of the explanted lead was completed on 05/20/2015. The investigator confirmed punctured tubing and a cut in the lead coil, which was most likely a result of the attempted implant procedure; no device malfunction identified during product analysis.